Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿, two (2) tubes were found to be cracked resulting in blood leak. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received customer photos for investigation. The photos show multiple tubes leaking blood and one tube with its stopper separated from its shield. For functional testing, 14 samples tested for stopper pull out and 15 samples tested for stopper shield separation. All samples passed the functional tests. Additionally, 30 retained samples from lot number 5148092 were visually inspected for cracks or damages, and all samples passed the inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5148092, for the indicated failure mode: damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿, two (2) tubes were found to be cracked resulting in blood leak. No adverse impact was reported regarding the patient or user.